Manufacturer narrative:
H6: investigation summary customer returned an image a shelf carton for 0.5ml, 30 gauge, 8mm syringes from lot 0027319. The shipping information states that the fabrication date is (B)(6) 2020. However, per manufacturing site holdrege¿s records, lot. No. 0027319 was manufactured in march 2020. This manufacturing date corresponds with the date on the carton. A review of the device history record was completed for batch# 0027319. All inspections were performed per the applicable operations qc specifications. Date(s) of packaging: (B)(6) 2020 to (B)(6) 2020. There was one (1) notification noted that did not pertain to the complaint. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date. H3 other text : see h10

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag 500 l amr had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: 01/27/2020. Date described on the product: 03/27/2020".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag 500 l amr had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: (B)(6) 2020. Date described on the product: 03/27/2020."